Manufacturer narrative:
Hip-tep right side on (B)(6) 2009. Luxation of inlay after patient lifted a sack on (B)(6) 2016. Change of inlay on (B)(6) 2016. Examination of the reported devices was not possible as they were not returned. Medical records and xrays were reviewed. No other reports found against the provided product/lot code combination. The search of the complaints databases and/or review of device history records was not possible against the unknown product/lots. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip-tep right side on (B)(6) 2009. Luxation of inlay after patient lifted a sack on (B)(6) 2016. Change of inlay on (B)(6) 2016. The patient's medical records were received. Medical records were reviewed for MDR reportability. The medical records indicate the patient experienced a substantial cracking sensation. The part/lot information for the cup and head are being updated, and the cup is being reported.